Event description:
Boston scientific received information that this product was part of a system revision due to infection. The system was originally left implanted, but was later explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of an infection. The patient was treated with antibiotics. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.